Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: visual and microscopic examination of the device revealed normal usage of the device septum with no internal damage noted. The device catheter was not returned with the device and appears to lock. No anomalies were noted with the device body. The device was patent and no resistance was felt when flushed. A clear fluid with a few particles consistent with blood was collected. Due to the catheter being cut flush with the device body near the bayonet lock and the device catheter not being returned with the device, leak testing was not possible. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report of "mechanical failure of the device" could not be confirmed; therefore, no further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 12/3/97, the distributor's sales rep informed the MFR's rep that a customer in his territory has explanted four devices and the facility would like to return the devices to the MFR for analysis. The distributor's sales rep did not have all the details regarding the incidents in question. The distributor's sales rep requested the MFR's rep contact the facility nurse to arrange for the return of the devices to the MFR for analysis and obtain the info required. No further details were provided at this time.